Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another device ¿ dexcom cg5, continuous glucose monitoring (cgm). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged inaccuracy began on (B)(6) 2018, around 8:00am when the patient stated that he obtained an alleged inaccurate high blood glucose result of ¿126mg/dl¿ on the subject meter compared to 61 on the cgm performed less than 30 minutes apart. Meter to cgm comparisons are invalid in determining lfs criteria for accuracy. The patient manages his diabetes with insulin (self-adjuster) ¿novolog and tresiba¿ and reported he developed the symptoms of ¿shaky, sweating and overheated¿ shortly after he obtained the alleged inaccurate high reading. The patient stated that on (B)(6) 2018, at 8:05am he self-treated with food and drink ¿orange juice¿. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the test strips were stored correctly and not expired. The patient did not have control solution to conduct a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.